Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had possible under delivery. Customer stated they had high blood glucose event of 33 mmol/l. Customer's current blood glucose was 19 mmol/l. Based on customer report in troubleshooting process customer alleged insulin pump had possible pump under delivery. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.